Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (grade 2. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for moderate prior effusion. On (B)(6) 2002, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2002, the pt experienced synovitis. On an unspecified date in 2002, the pt had 46 cc of mildly turbid and received treatment with 1cc xylocaine (lidocaine) and 2 cc of intra-articular celestone (betamethasone). Later, 46 cc of slight turbid fluid was aspirated and the pt received treatment with 2 cc celestone (im) and 53cc of slight turbid and yellow joint fluid aspirated and patient again received celestone. The action taken with synvisc treatment was not provided. At the time of the report synovitis was on-going and the outcome of joint effusion was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis was assessed as severe and right knee joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide a causal relationship with right knee joint effusion. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This case report belongs to a batch of icsrs from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.